Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant, 2.5 yrs ago, are unk. It was reported the physician had been following the pt for an unk period of time. The pt was in the hosp for a reason not related to the stent graft and the physician elected to treat the pt. The pt had disease progression resulting in severe angulation of the aortic neck. Due to the severe angulation, the device migrated with a type I endoleak resulting in expansion of the aneurysm. The physician elected to place an aneurx aortic cuff and the endoleak was resolved. The pt was reported to be fine and no additional clinical sequelae have been reported.